Event description:
The customer communicated that the markings were not present and user/health care professional could not visualize what size of tracheostomy tube was in place. It was alleged that a change of tube was necessary.